Event description:
It was reported that the ilet user announced a meal but unintentionally navigated to the fill tubing function while connected to the infusion set and pump; the agent instructed the user to disconnect from the body and then press and hold to fill tubing before exiting the screen, consistent with a use error involving the tubing component. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem characterized as an improper or incorrect procedure involving the tube. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.